Event description:
As reported by the user facility, the accudrain was leaking cerebral spinal fluid (csf). It appeared to be leaking from under the burette. The leaking drainage system was changed out for another one.

Manufacturer narrative:
To date, the device in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.